Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ( failed incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was pulled from the monitor enclosure, damaging wires and pins within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
During an investigation into an unrelated event, a reportable problem was found. Monitor sn (B)(4) failed incoming functionality testing.